Manufacturer narrative:
The following additional details about the patient¿s clinical course were obtained via follow up communication with the physician: ¿there is no evidence of infection of the treated aorta, surrounding tissues or tag device. There is no evidence of infection at the access site location either.¿ ¿blood cultures that were taken between (B)(6) 2015 were negative.¿ a urine culture was positive for enterococcus uti on (B)(6) 2015. ¿a right femoral catheter was placed for IV antibiotics as well as to obtain a CT angiography however at that time, the patient¿s leukocytosis improved on its own. The patient¿s blood and stool cultures were negative. Therefore, there was no need for IV antibiotics and no treatment was administered.¿ the physician reports that currently the patient has no signs of infection. Based on the additional information received from the physician, the initial manufacturer¿s 30-day report is being retracted. It has been determined that this device is not involved in a reportable event. The gore® tag® thoracic endoprosthesis (lot#14086908) has not caused or contributed to death, serious injury, or malfunction.

Manufacturer narrative:
(B)(4). A review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. The suspected source of the systemic infection and specific treatment(s) administered have not been provided. Gore has contacted the user for additional details regarding the patient¿s clinical course. The instructions for use addresses the potential for the following adverse events among others: ¿complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to: infection (e.g., aneurysm, device or access sites)¿.

Event description:
It was reported to gore that a patient underwent the placement of a gore® tag® thoracic endoprosthesis for kommerell's diverticulum. Subsequently, the patient experienced a "systemic infection" and underwent the placement of a right femoral vein central venous catheter. Additional treatment information was not provided.